Manufacturer narrative:
(B)(4). Date sent: 10/14/2025 d4: batch #unk . Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Could you please provide more details about the type of oozing? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed with lot/batch #a97j48, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a mini-gastric bypass procedure, the surgeon used gst60g with two firings on the antrum and throughout the stomach he used gst60b with four firing. During the first firing, the staple lines missed the anvil pockets and the gun delivered a rugged staple line sticking lot of tissue inside the jaw and doctor had to use lot of clips to stop the bleeding. They cleaned the gun and reloaded with new cartridge to complete the procedure with a delay of 20 minutes.